Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During the service evaluation the following defects were identified: minor scratches on the unit. Broken door. The repair of the device was however declined, and it is being placed into long term hold. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported through in-house inspection of returned capital equipment that the door on the 4590 fms solo irrigation pump was cracked. During in-house engineering evaluation, it was determined that the device had a broken door. There was no procedure nor patient involvement reported. No additional information was provided.